Manufacturer narrative:
A ge representative evaluated the system and ordered a replacement hard drive. (B) (4).

Event description:
The customer reported the system does not produce images. No pt injury was reported.